Manufacturer narrative:
Device evaluation of battery pack has been completed. The reported problem (battery/charger faults) was confirmed. As received, the battery was unable to power on a monitor or charge. The cause for the failure was isolated to a loose bus bar inside of the battery. Additionally, there was contamination found on the busbars. The root cause of the loose busbar cannot be positively identified. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged battery.

Event description:
A us distributor reported that a battery pack had battery/charger faults.